Manufacturer narrative:
Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action is required. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The provided image was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. It is possible that procedural conditions (large amount of tissue grasped, tension on the clip or cds (clip delivery system), or unintended curves) resulted in increased/stored tension on the device and contributed to the reported event; however, this cannot be confirmed. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and deployed on the mitral valve. However, during the retraction of the actuator knob, the clip opened to roughly 30 degrees. To stabilize the clip, an additional clip was implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.